Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-08892 and related MFR# 2916596-2023-08893 it was reported that the patient had a variety of alarms, and the patient's story was very conflicting. Log files showed that around 2:04 am, when connected to the mobile power unit, there was a loss of external power and the system controller switched to the emergency backup battery until external power was restored. There was a driveline disconnect resulting in multiple alarms as well as a brief pump stop at 9:39am. The pump resumed normal operation once the driveline was reconnected to the controller. The patient was a poor historian and did not remember the cause of the disconnect, but did not experience any adverse effect.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 8 days ((B)(6) 2023 per timestamp). Starting (B)(6) 2023 at 2:04:11, while connected to the mobile power unit (mpu), power cable disconnect and low power hazard alarms activated due to a loss of alternating current (ac) power. The alarms transitioned into no external power alarms at 2:04:15. The alarms resolved at 2:04:28 once external power was restored. The backup battery was able to provide power to the system during the event. Pump operation was not affected. The heartmate mobile power unit, na (s/n:(B)(6) was not returned for analysis. Per the provided information, the patient is a poor historian, it was unknown how external power was lost. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power, driveline disconnect, and lvad off alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. D, and heartmate 3 instructions for use (IFU), rev. C, under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mobile power unit had a v-lock connector in use, and it was unknown how external power was lost.